Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2015, the physician had difficulty seating the disposable device electrode array. During the last attempt to seat the device, the "device perforated the fundal region of the [patient's] uterus". A laparoscopy was performed and confirmed a perforation. The physician sutured the area. No other intervention was required and the patient was discharged home. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).